Event description:
It was reported that the ilet displayed no glucose reading and prompted to connect cgm or switch therapy while paired to a dexcom g7 continuous glucose monitor (cgm), and the user had entered an incorrect sensor pairing code; after verification, the correct code was entered and the system began the warmup period, after which glucose readings were expected. No adverse clinical symptoms reported. Outcomes included restoration of cgm connectivity after correct pairing and continuation of therapy following warmup. User support included guided troubleshooting and user education to verify and reenter the correct pairing code. Investigation of this case revealed user setup error leading to failed cgm pairing, with the device and cgm hardware functioning as designed once properly paired. It was concluded, based on previously established findings for similar reports, that user error during device setup was the cause.